Manufacturer narrative:
Method: product disposed by hospital, thus unable to evaluate device. Upon follow-up, the procedural physician at the case stated that no complications were due to the angiosculpt device. Thus, the physician declined to provide further information regarding this event. There was no report that the angiosculpt device caused or contributed to this event. Subsequent follow-up with the hospital revealed that, after the procedure, the patient was stabilized in the cath lab and then transferred to the ICU on life support, where the patient was eventually taken off life support and passed away. There was no suspected association between the death and the use of the angiosculpt device.

Event description:
Angiosculpt inflated 18 atm for 90 sec. Anterior, infarc, calcified thrombotic lad lesion, (2.5 x 12) voyager couldn't open lesion, so an angiosculpt 2.5 x 10 was used, then a complaint balloon again was inflated fine and then an integrity stent (3.0 x 18). Then impella was placed. The patient is hemodynamically stable with maximum support. The doctor said no complications were do to the angiosculpt.